Manufacturer narrative:
Visual analysis of the device found the jaws are not bent; however, the device has the washer tail bent partially out of the clevis jaws. Functional evaluation found the device does not actuate properly (uneven opening). Complaint not confirmed, the jaws are not bent, however the product returned does not open properly (uneven opening) due to the washer tail bent. The washer tail bent, may occur during unpacking or preparation when the cap is removed from the forceps. The distal part may be bent at an excessive angle, causing the washer tail to be forced out of the clevis the jaws. It is most likely that due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause is "operational context".

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a biopsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after collecting tissues and closing the jaws, the jaws/cups was noted to be bent at the proximal area. The procedure was completed with another of the same.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good"

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a biopsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after collecting tissues and closing the jaws, the jaws/cups was noted to be bent at the proximal area. The procedure was completed with another of the same.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."